Event description:
Pt undergoing ice maker lavage using autovage. Poor suction eventually traced to collapsed bucket with poor seal and loose fitting tubing to ns tube. However, main problem was collapsed bucket. Changed equipment, suction fine. Adverse effect per or user error. Suction most likely too high.